Event description:
It was reported that the device was being used to monitor a patient's nibp when it powered off and failed to power back on with ac or dc power. There was no report of compromise to patient care or an adverse event due to the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed power pcb assembly and determined that the cause of the reported failure was due to a shorted integrated circuit chip, designator u5.